Event description:
This rv lead was implanted on (B)(6) 2005. A call to technical services on (B)(6) 2012 states that patient will be having an rv lead revision due to noise. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).